Event description:
During a ptca treatment procedure involving stenting of a 90% stenotic lesion in the proximal-mid lad, the surpass perfusion balloon ruptured at 8 atm's on the initial inflation. The introducer sheath size is unknown. A trabace guidewire, 8f brite tip guide catheter, and an unknown type of inflation device were used. The vessel was not tortuous and the lesion was reportedly predilated. The device was apparently used to dilate an unknown stent. The patient was asymptomatic with this event and no additional intervention was required. No patient injuries or procedural complications were reported. Patient status is reported as 'good'. No further info is available at this time. It is noted that the product instructions for use state: "this catheter is not intended for the expansion or delivery or stents. Use of this catheter with stents may increase the risk of balloon entrapment within the stent, balloon burst and associated complications."